Manufacturer narrative:
Model number/catalog number: 720185-01, serial number: n/a, batch/lot number: 1100204527, model/catalog description: reservoir flat iz 100 ml, unique identifier (UDI) #: (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that this inflatable penile prosthesis (ipp) experienced fluid loss. During surgical evaluation, the first layer of the left cylinder was observed to be peeling back, a small hole was identified in the left cylinder, and there was no longer any saline in the pump. The existing device was explanted and replaced with a new ipp model and a new reservoir. There were no patient complications reported.